Event description:
During review of a returned homechoice, a high drain error 106 alarm was identified. The alarm occurred on (B)(6) 2013, during the patient's sixth drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. However, the cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.